Event description:
A surgeon reports a pt with pigment dust on the anterior lens surface following intraocular lens (iol) implant surgery. The pt's visual acuity has decreased from 20/40/ to 20/70. The surgeon further stated the iol sits well in the capsular bag and there is no increased intraocular pressure. Additional info has been requested.